Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited diaphragmatic oversensing causing inhibition of pacing due to diaphragmatic artifact.